Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is experiencing problems with pumping an inflatable penile prosthesis (ipp) device. It takes thirty pumps for the ipp to inflate and the patient's scrotum gets sore and has hydroceles for several days after pumping each time. The patient reports that he is in excellent condition and is accustomed to sexual activity twice a week. The patient is inquiring about a battery operated device.